Event description:
It has been reported to co that the connection is too loose from pin to wire. Does not make good contact causing a break in pacing. Manipulated wire to restore contact. Patient is reported to be in stable condition and the device is being returned for analysis.